Event description:
During baxter's functional testing of a spectrum pump, it alarmed for downstream occlusion, when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false downstream occlusion alarms, which was reproduced. The downstream sensor was replaced.